Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before a device replacement procedure, noise was observed on the atrial lead. The patient had history of atrial tachycardia (at) and atrial fibrillation (af). The physician decided not to replace the lead. The patient was stable and will be monitored.